Event description:
Contact reported that the surgeon noted the pt had pseudoarthrosis and reported that the eagle screws were backing out from the cervical plate. Surgeon performed a revision procedure.